Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 42 mg/dl at the time of the incident. Customer stated that they did over bolus last night and current blood glucose was 203 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food. Customer was not using insulin pump system within 48 hours of reported low blood glucose event. It was unknown if the insulin pump was on auto mode at the time of the incident. The device will not be returned for analysis.